Event description:
I have noted on two separate occasions the buildup of a yellowish semi-transparent gooey material on the leading tip of a catheter when a catheter is passed over the angiodynamics aqualiner hydrophilic guidewire. I have also observed this experimentally with a brand new aqualiner wire removed from the sterile package. The build-up occurs when the catheter is threaded over the guidewire -standard technique- and the wire has a slight curvature over which the catheter is advanced. As the catheter is advanced against this curvature it appears to shear off part of the hydrophilic coating that remains adhered to the catheter tip as it advances. I am concerned that this sheared off material can act as an embolic device once it enters the vascular system. In addition, unwitnessed shearing may occur as a catheter is advanced over the guidewire in vivo, especially if the vessels are tortuous. As this has been noted to occur on three separate occasions, I attribute this to be a design flaw in the coating material. No harm was attributable to the faulty guidewire in this particular pt, but I have grave concerns regarding the safety of this guidewire and we will be pulling the item from our inventory and no longer will be using the guidewire.